Manufacturer narrative:
Additional patient information: patient height is reported as (B)(6). Manufacturing investigation evaluation: the plate, in combination with locking screws, was implanted on (B)(6) 2014 for the fixation of a fracture of the right lower extremity. The device report does not contain any information on the date when the breakage of the plate occurred. Anyhow, the revision surgery to remove the broken plate was performed on (B)(6) 2015. The revision was by means of a 4.5 mm va-lcp curved condylar plate. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to high dynamic bending loads (one-sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force, which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure was done: revision liss plate, removal of broken plate and insertion of va condylar plate to femur. Patient presented with broken liss plate. Removed broken prosthesis and inserted variable angle condylar. Patient outcome post surgical procedure: unsure at this time. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown when plate broke. Initial reporter phone : # (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 4th may 2012, expiry date:1st april 2022, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.